Manufacturer narrative:
The hcp examined the site, cleaned and re-dressed the removal site. The bleeding had stopped, and the hcp stated that the user's blood thinner had caused some extra bleeding. The bleeding was not excessive and seemed to appear normal for a removal site one day post procedure. Due to the user's discomfort, the user was prescribed keflex for precaution. No further investigation was found necessary.

Event description:
On july 25, 2024, senseonics was made aware of an event where the user had to return to the hcp the day after the removal procedure due to the site being tender and the dressing being saturated with blood.